Event description:
It was reported that the customer had high blood glucose levels (500 mg/dl). Customer changes cartridge and infusion set every 2 days. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available. A supplemental form will be submitted.